Manufacturer narrative:
The reported adverse event could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header. Analysis of the device image indicated the device was within normal range of operation. Further analysis performed, including vibration and temperature cycle testing, found no anomaly. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker explant procedure. Prior to the procedure, the patient was noted to have a high percentage of right ventricular (rv) pacing (78%), which raised suspicion of rv pacing¿induced cardiomyopathy. The pacemaker was explanted and replaced. The patient status was unknown.